Manufacturer narrative:
The report that the ipg was inoperable and at end of service was not confirmed. Analysis and a longevity calculation of the returned ipg found the device had declared elective replacement indication (eri) but had not declared end of service (eos) and had normal battery depletion due to usage. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Event description:
It was reported that the patient received the elective replacement indicator (eri) message stating that the ipg is nearing end of life. It is unknown if this occurred prematurely. As a result, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.